Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/27/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one needle-suture piece that pertains to product code j649g was received for evaluation. During visual inspection of the needle, the swage and attachment area was noted as expected. The suture piece were examined and the end of the strands was noted to be cut probably caused by a surgical instrument. In addition, body fluids were noted along the strands. The product code contains an absorbable suture and the time of exposure that has the suture in the environment could not be determined; therefore, the functional test cannot be performed. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture was broken during use. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and no answer was obtained. If any additional information is received, a supplemental medwatch report will be sent. What is the lot number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.